Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4)

Event description:
It was reported during intra-aortic balloon (iab) catheter therapy an iab was inserted and ruptured upon insertion. A different iab was used successfully. There was no injury or harm to the patient.